Manufacturer narrative:
(B)(4). Investigation results received one speedband device with the irrigation catheter and velcro strap for analysis. The ligator head was not returned. Visual examination of the device found that the trip wire was partially rolled in the handle and was secured in the handle assembly slot upon receipt for evaluation. It was noticed that the crimp was present on the trip wire and the suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the event description and the evaluation condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician tried to release the bands; however, the bands would not deploy. The scope was then removed from the patient and the device was tested outside the patient; the bands were able to be deployed. It is unknown how the procedure was completed. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.